Event description:
Boston scientific received information that during implant of this lead, the physician was able to successfully place the lead; testing with a pacing system analyzer (psa) confirmed all measurements were within the normal ranges. The lead was then connected to a device and; subsequently, the lead exhibited loss of capture. The lead was disconnected from the device and tested again with a psa. Loss of capture and lack of sensing was then noted. An attempt was made to reposition the lead; however, the helix could not be retracted. Another ingevity MRI lead was attempted but also exhibited helix issues. As such, both leads were returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection noted the helix was fully extended, stretched, and slightly bent to one side. Electrical testing of the lead found the cathode conductor coil was fractured. X-ray of the lead noted the conductor coil was fractured at the end of the distal end of the terminal pin. Detailed testing of the fracture site concluded it became fractured during attempts to retract the helix. The lead design coupled with the patient's anatomy may have contributed to the difficulties retracting the helix and the resulting fracture.